Event description:
It was reported, that the evis lucera elite colonovideoscope distal end case was burnt. The issue was found during maintenance and there was no patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
There is no new information provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide a correction, additional information, and results of the legal manufacturer's final investigation. Please see correction to d4 lot no., which should have been left blank, and updates to d4 UDI, d4 serial no., d8, d9, h3, h4, h6, and h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that the use of a high-frequency instrument without a sufficient distance from the tip, caused the reported failure. However, the root cause could not be identified. The event can be detected/prevented by following the instructions for use which state: 3.3 endoscope inspection 4.3 using endo-therapy accessories. Olympus will continue to monitor field performance for this device.